Manufacturer narrative:
The device was returned as part of the asset return process. The printed circuit board chassis spacer 35 was bent out of shape and there were broken pins inside the light source connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the printed circuit board chassis spacer 35 was bent out of shape. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the inspection results confirmed that the spacer 35 was deformed, but no specific cause of the deformation could be identified. Olympus will continue to monitor field performance for this device.